Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/28/2018 that on (B)(6) 2017, a loss of connection occurred. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. In addition, the loss of connection was reported to have occurred for transmitter ID 40tg0x. Data investigation provided for analysis reflected transmitter ID 40tgan. The reported issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4)